Event description:
A malfunction was reported on the customer's pump, specifically related to malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, but the issue recurred, leading to a resolution to replace the pump. The customer was informed of the replacement and the necessary steps to return the malfunctioning pump, including putting it into storage mode and using a pre-paid return label. The customer acknowledged and understood the instructions provided.